Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "this product contains natural rubber latex which may cause allergic reactions." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device discarded.

Event description:
It was reported that the patient developed a urinary tract infection (uti), allegedly from using a bard intermittent catheter with a non-sterile lubricant. The patient was educated by bard medical support and services on the touchless product. The patient re-used the same catheter for a month at a time, then switched to using one per week, then one per day. He rarely uses the catheters only once, even though the catheters are labeled as single-use products. He was treated with ciproflaxin for the urinary tract infection and has recovered.